Manufacturer narrative:
The glucose reagent lot number is 766146 and the expiration date is 31-mar-2025. The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient serum sample on a cobas 6000 c501 module. The initial glucose result was 4 mg/dl. The customer questioned the low result which prompted them to repeat the sample. The sample was repeated the next day and the result was 104 mg/dl.

Manufacturer narrative:
Based on the available data, general reagent issues were excluded. The field service engineer (fse) performed preventative maintenance on the analyzer and changed all necessary parts. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.